Manufacturer narrative:
Unit had a broken off reservoir tube lip, missing reservoir tube o-ring, minor scratched display window and scratched case. The infusion set and reservoir did not remain in place due to broken off reservoir tube lip and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that o-ring at reservoir compartment was damaged. Insulin pump would need to be replaced.